Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an internal infection. The recipient was treated with medications and underwent a cleaning surgery on (B)(6) 2017. The recipient's infection recurred 4 months later. The recipient's device was explanted in (B)(6) 2017. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved.

Manufacturer narrative:
The recipient was reportedly reimplanted on the contralateral side. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.